Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15364. It was reported the last time the pt charged his ipg, the pocket site became warm and he experienced pain. The pt stated he continued to feel a dull pain at the ipg site for approx 1.5 weeks afterwards and has not charged his ipg since. The ipg communicates with external devices. The pt was sent a replacement charging system as the next course of action.

Manufacturer narrative:
Recall #s: 1627487-12162011-003-r, 1627487-07262012-001-c. This ipg serial number was including in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.